Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Device was not returned for evaluation and could not be evaluated. The complaint was not confirmed due to no device return. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. DHR confirmed that the device was shipped in conformance with specifications. Based on the results of the investigation, a definitive root cause could not be identified due to no findings available. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the flushing pump head was cracked during the unspecified procedure. There were no reports of patient harm.

Event description:
It was reported, the flushing pump head was cracked. There were no reports of patient harm.

Manufacturer narrative:
To date, device has not yet been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.